Manufacturer narrative:
B3. Date of event: month and year of event have been provided, but day is unknown. H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was failing volume test. 17.74, 17.69, 17.72. There was no patient involvement.

Manufacturer narrative:
Received one device, customer¿s reported problem "device is failing volume test was not verified by functional testing. The cause is unknown. No actions taken to correct the issue. Cadd legacy device passed all functional tests. Service history review identified that the device was serviced in 2019.